Event description:
The customer reported that during a laparoscopic subtotal cholecystectomy procedure, the subject device emitted an alarm tone/whistling sound, and the display went black. The device was turned off and back on again, and the procedure was completed using the same device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. The inspection and testing of the returned device could not confirm or duplicate the customer¿s reported issue. However, it was observed the device¿s stored memory demonstrated error code e03 (pressure sensor abnormality) had occurred several times, due to a faulty circuit board (pressure sensor/pressure sensor circuit). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿the alarm sounds and the display become dark", was not reproduced by the inspection of the repair department. The error e03 (pressure sensor abnormality) was recorded several times in the error memory due to a failure of the printed circuit board/cr substrate. No other malfunctions have been observed. Olympus will continue to monitor field performance for this device.